Event description:
Clinical study. Same case as 6000089-2007-01752, 01753. It was reported that 748 days after a coronary drug eluting stenting treatment procedure, the patient had a myocardial infarction (mi) and died. The patient had a mi 4 days prior to the index procedure resulting in poor pulmonary function capacity. The patient received a loading dose of 300mg of clopidogrel on the day of the procedure. The mid right coronary artery (mid rca) was treated with a 3.5x12mm taxus express2 drug eluting stent with a less than or equal to 30% residual stenosis. A staged procedure was planned due to the volume of contrast medium used and patient renal insufficiency. The patient was discharged 2 days later on aspirin and clopidogrel amongst others. Ten days post index procedure, the patient underwent a staged procedure due to chest pain. The left main coronary artery (lmca), the proximal left anterior descending artery (prox lad), and the proximal circumflex artery (prox cx) were assessed as a type d bifurcation lesion. Via provisional t-stenting the main vessel was treated with a 3.0x8mm taxus express2 drug eluting stent and distal to the main vessel stent a 3.5x12mm taxus express2 drug eluting stent was implanted. Both main vessel and side branch residual stenosis was less than or equal to 30%. The patient was discharged the next day. At 741 days post index procedure, the patient was admitted for pneumonia. Seven days later, the patient suffered an acute st-elevation mi (stemi) and died. Per investigator the device relationship is possible and the event is unrelated to the index procedure. No further information pertaining to the event was provided.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.